Manufacturer narrative:
(B) (4). Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and verified the reported failure. The fault codes appeared when the investigator placed a downward pressure on a transformer, t2. The investigator determined that damage to the therapy pcb internal traces was the most likely cause of issue. However, a conclusive cause of failure was not determined.

Event description:
It was reported that the device had a service indication illuminated. Physio-control evaluated the device and observed several fault codes logged in the memory possibly indicating a critical failure. There was no report of pt use associated with the event.